Manufacturer narrative:
Open book / critical pump error after battery installation. Constant critical pump error alarm (open book). Problem isolated to force sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had a critical pump error. Customer¿s blood glucose level was 96 mg/dl. Customer also stated that they saw a red x on display. The product will not return for the analysis.